Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not starting up. Upon troubleshooting, fse found that the power supply of flexvision pc was defective. To resolve the issue, fse replaced the flexvision pc and returned to philips for further analysis. The analysis confirmed that the malfunction of flexvision pc was due to defective main board which resulted in the unit not turning on. Following the replacement of flexvision pc and reload of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a start-up problem with the flexvision pc on the azurion system. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the power supply of flexvision pc was not working. The field service engineer inspected the system onsite and replaced the flexvision pc and returned the device to use in good working order.